Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated there was a low telemetry battery voltage.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a grey longevity bar prior to the implant procedure. It was noted, the previous day the ICD was interrogated and displayed a green bar, but the ipg may have been stored under low temperatures throughout the night. The ICD was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).